Manufacturer narrative:
The device was evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the device revealed that there were numerous kinks throughout the hypotube with a complete hypotube separation 24cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The tip was also damaged. The guide catheter used in the procedure were not returned for analysis, so a 6f test guide catheter was used for functional testing. The distal portion of this device and the distal portion of the related complaint were able to fit and advance through the guide up to the kinks and separation with no issues.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 1.50mm x 8mm and a 2.50mm x 15mm emerge balloon catheters were selected to perform kissing balloon technique. However, both devices had difficulty advancing through the guide catheter and the shaft broke on both balloons. The procedure was completed with another bsc balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 1.50mm x 8mm and a 2.50mm x 15mm emerge balloon catheters were selected to perform kissing balloon technique. However, both devices had difficulty advancing through the guide catheter and the shaft broke on both balloons. The procedure was completed with another bsc balloon catheter. No patient complications nor injuries were reported.